Event description:
It was reported that the implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead recorded a code 1005 indicative of an open circuit condition during shock delivery as this lead exhibited a high out of range shock impedance measurement greater than 145 ohms. Technical services (ts) discussed this lead exhibited a gradual rise of impedance measurements and recommended a lead replacement. This lead and the ICD were explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead recorded a code 1005 indicative of an open circuit condition during shock delivery as this lead exhibited a high out of range shock impedance measurement greater than 145 ohms. Technical services (ts) discussed this lead exhibited a gradual rise of impedance measurements and recommended a lead replacement. This lead and the ICD were explanted and successfully replaced. No additional adverse patient effects were reported. Additional information was received, during the explant procedure for this right ventricular (rv) lead the physician elected to explant the right atrial (ra) lead due difficulty of extracting the rv lead. A new ra lead was successfully implanted. No additional adverse patient effects were reported.